Event description:
It was reported that a malfunction reoccurred on the pump approximately 1.5 weeks ago. The event did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer will continue to use their current pump for insulin therapy until replacement pump arrives.